Event description:
Per medwatch 4500330000-1998-0005: "on 06/24/1998 pt had bilateral myringotomy tubes placed for chronic otitis media as well as recurrent adenotonsillitus refractory to medical therapy. After placing p.e. Tubes the right ear developed a continuous yellow drainage that would not clear even with numerous antibiotics. The right p.e. Tube was explanted on 11/18/1998 and at that time pt was found to have a post tubal otitis media. The left p.e. Tube remains implanted. The physician felt this could potentially represent a reaction to the tube."